Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced bleeding and a bump under the skin after removing the non-tandem infusion set. No additional information was provided by the customer.